Event description:
Immediately after gavage feeding was complete, rn went to unhook feeding tube. Unable at that point to push air through or pull back residual. Feeding tube was occluded and needed to be replaced in less than 24 hours after it was inserted.